Manufacturer narrative:
We have not been able to further investigate the cause of the malfunction because the device has not been returned.

Event description:
1.45 gomco clamp cracked at base during newborn circumcision. Crack was not visible prior to circumcision during routine visual inspection. Likely pressure from bell during clamping caused or widened crack. Due to this, inadequate hemostasis noted at end of procedure after removal of gomco. There was bleed and skin separation noted, requiring 3 sutures to be placed.